Event description:
The staff of the cardiac electrophysiology laboratory were performing an ICD battery change and testing on an 83 yr old male pt. The pt required multiple external shocks. They allege that in their attempts to cardiovert the pt, using a multi-function cable and multi-function electrodes, the unit failed to discharge. This alleged failure necessitated the need for CPR to be performed on the pt. At the end of the procedure, as the nurses removed the multi-function electrodes from the pt, they noted the lack of redness and superficial burns normally seen when pts are defibrillated. There were no adverse effects on the pt. Inferior myocardial infarction; intraventricular c0nduction disturbance; sinus rhythm. Alternative or adjunctive therapy for recurrent ventricular tachycardia unresponsive to antiarrythmic drug therapy (after ICD implantation). Documented hemodynamically significant ventricular tachycardia or ventricular fibrillation in a pt in whom an effective drug therapy cannot be identified.